Event description:
It was reported that a angio-seal was deployed post procedure. The next day, the pt experienced pain in the right groin, in the area where the angio-seal had been deployed. The patient was sent to CT and ultrasound. A pseudoaneurysm was discovered at the level of the right common femoral artery. There was also deep vein thrombosis at the site. Two days later, the pt went to surgery for repair of the pseudoaneurysm and removal of the angio-seal. The pt was recovering well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks for situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device patient's info guide, which the pt is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.